Event description:
On (B)(6) 2014, the customer called ameda, inc. She stated that she heard a popping and fizzing sound coming from her purely yours breast pump. She opened the battery compartment door and observed a bubbling gray fluid inside. She dropped the battery compartment door on the floor and the gray fluid splashed on the lower part of both of her legs. She immediately washed the areas with soap and water. She stated that no injury occurred and she did not seek medical attention either in person or by phone.

Manufacturer narrative:
To date, the product has not been returned. A pre-paid (B)(4) return label was emailed to the customer in an effort to obtain the product for evaluation. A supplemental report will be filled when additional information becomes available.